Event description:
The customer called to report a crack near the reservoir window. The customer then mentioned that she was hospitalized for high blood glucose levels with a reading of 580 mg/dl. The customer stated that the insulin pump did not give her a low reservoir alarm, although the reservoir was empty. Troubleshooting was performed, and it was confirmed that the insulin pump did not alarm low reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.